Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 206.018s, lot: 82p4470, manufacturing site: (B)(4), release to warehouse date: 13 january 2021, expiry date: 01 january 2031. A manufacturing record evaluation was performed for the finished good lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient implanted with third tubular plate had a post-operative infection. No further information has been provided. There were 5 patients involved with the infection which are reported under : (B)(4). This report is for one (1) 4.0mm cancellous bone screw fully threaded/18mm. This is report 4 of 5 for (B)(4).